Event description:
It was reported that the fenestrated bipolar forceps instrument was detected in sterile processing after washing. No further information was provided. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: sterile technology discovered that the black wire on one side, does not run in its groove, looks stretched.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding there was black wire on one side and does not run in the groove was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.